Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge when placed on the charging pad, and the same pad failed to charge an iphone; the charging pad light blinked a few times and turned off, and the user tried multiple wall sockets with the same result, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem, consistent with a charging issue traced to the charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.